Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that an asymptomatic patient presented remotely via merlin.net with non-sustained right ventricular over-sensing caused by post-paced t-wave oversensing on their implantable cardioverter defibrillator. No intervention has been performed and patient will continue to be remotely monitored. Patient condition after the event was stable.